Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula bent and stuck to adhesive tape. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was around 80 mg/dl and sensor glucose was 45 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they had a bent cannula on the sensor. The sensor was returned for analysis.